Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina, thrombosis and hypotension are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, the patient presented with an st elevation myocardial infarction. A xience sierra stent was implanted in the left anterior descending (lad) coronary artery. A tight lesion was noted in distal right coronary artery (rca); however, this was left untreated at the time. On (B)(6) 2019, the patient presented with chest pain, hypotension and thrombosis was noted in both the lad and rca, confirmed by angiography. It was thought that the tight lesion in the rca was the cause of the issues. The rca was stented, and the lad ballooned, resolving the issue. No additional information was provided.